Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a surgical vascular procedure, the catheter tip detached within the patient's common iliac artery (ci) artery. The physician had acquired retrograde femoral artery access with an 8f sheath and had negotiated the patient's common iliac artery with the 4f catheter. During catheter manipulations over an .035 guidewire the catheter tip detached. The physician used a vascular aspiration device to successfully retrieve the catheter tip from the patient. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.